Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was discarded at the user facility. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the implant separation with type iiia endoleak complaint is confirmed. The surgical conversion with explant complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. The type iiia endoleak is most likely anatomy related due to the infrarenal angulation increase from 36.6° to 78.8°. This aortic remodeling likely created separation of the main body and the infrarenal cuff. The initial main body implant was 28mm. The clinical assessment determined that there was evidence to reasonably suggest a buckled stent and a type iiib endoleak occurred that was not included in the event as reported. The buckled stent and type iiib endoleak were discovered during review of the computed tomography scan dated (B)(6) 2024. The bifurcation was narrow with an intrastent diameter of 8.9mm 3 days post index procedure. This likely created a buckling of the stent leading to a type iiib endoleak. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be identified. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2

Event description:
The patient was initially treated for an acute rupture of the abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela infrarenal. This initial procedure is outside the indications of use (off-label), safety and effectiveness of the afx2 system has not been evaluated in the following patient populations: leaking, pending rupture or ruptured aneurysms. Approximately three (3) years post initial procedure, the type iiia endoleak with junction separation was confirmed. On (B)(6) 2024 the afx2 bifurcated stent graft and afx vela infrarenal were explanted, and vessel replacement was performed. The patient was discharged as planned without problems on (B)(6) 2024.